Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer confirmed that a new cartridge was loaded successfully and insulin delivery had been resumed. The t:slim x2 pump user guide cautions against overfilling a cartridge past 300 units. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with over 300 units of insulin. Recommendation was made by tandem technical support to not overfill the cartridge per labeling instructions. The customer's blood glucose level was 350 mg/dl, and was addressed by administering a manual injection. At the time of the reported event, the customer did not have additional cartridges available and would use manual injections for diabetes management.